Manufacturer narrative:
(B)(4). Despite efforts, no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and unknown implantable cardioverter defibrillator (ICD) exhibited high out-of-range pace impedance measurements and loss of capture (loc) at maximum device output in addition to decreased r-wave sensing at routine follow up though there was no suspicion of lead dislodgement. A revision procedure was performed wherein the rv lead was surgically abandoned and replaced along with implant of a new ICD. The patient was reported to not be pacemaker dependent and no adverse patient effects were reported.